Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-02134 & 02135).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. It was further reported that a revision procedure was planned due to patient allegations of elevated metal ions. A review of invoice history confirmed the initial surgery date and that a revision procedure took place on (B)(6) 2014. Review of the revision invoice suggests the modular head and acetabular cup were removed and replaced with competitor acetabular components and a biomet ceramic head during the revision procedure. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. It was further reported that a revision procedure was planned due to patient allegations of elevated metal ions. A review of invoice history confirmed the initial surgery date and that a revision procedure took place on (B)(6) 2014. Review of the revision invoice suggests the modular head and acetabular cup were removed and replaced with competitor acetabular components and a biomet ceramic head during the revision procedure. Additional information provided in patient medical records indicate that the right hip revision procedure performed on (B)(6) 2014 was due to clunking, loosening, and elevated chromium and cobalt levels. The patient¿s operative report noted dark fluid, black necrotic metallosis type material, corrosion at the taper, osteolysis, bone loss, and a cyst. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Evaluation of the returned device found the articular surface of the cup showed evidence of discoloration and scratching. Concentric rings of discoloration suggest that liquid had dried on the cup at some stage, possibly from steam autoclave sterilization prior to the components being received in the laboratory. The superior portion of the articular surface appeared to be polished and exhibited light scratches. The inferior portion of the bearing surface showed some discoloration, possibly from protein deposition, and the presence of streaks or scratches. The streaks are possible evidence of metallic transfer from some type of debris entrained into the joint. However, the source and identity of this agent could not be established during visual examination. The superior edge of the bearing surface appeared to have worn. This wear is a possible indication of edge contact with the head, possibly from subluxation or dislocation of the head. There is no indication, with the information available, that there is any non-conformance in the product as manufactured.